Event description:
In 2007, this pt underwent endovascular repair of an abdominal aortic and right common iliac artery aneurysm. An aortouniiliac procedure was planned. The 18fr gore introducer sheath would not advance through the pt's left common femoral artery. Two gore excluder aaa endoprosthesis trunk ipsilateral leg components were deployed without a sheath. Angiogram revealed that the first trunk ipsilateral leg component was slightly covering the ostium of the superior mesenteric artery. Multiple attempts were made to cannulate the sma, but proved unsuccessful. The pt was converted to open surgical repair. As reported, the pt is doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additonal devices implanted in this pt: pxt281414.